Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic left nephrectomy procedure, the staples from device were not formed well when fired across the renal artery. Some bleeding was noticed and a second reload was used with the original device to correct the issue. No blood transfusion was needed. There was no adverse consequence to the patient. Device was discarded. (B)(4)